Event description:
A healthcare facility in (B)(6) reported that the seal on an rt041s non-vented hospital full face mask was disconnected from the mask base. No patient consequence was reported.

Manufacturer narrative:
Method: the complaint rt041s non-vented hospital full face mask was returned to fisher & paykel healthcare where it was visually inspected. Results: visual inspection of the complaint mask revealed that the seal was partly separated from the mask base. However, a continuous bead of glue was found around the mask seal. Further inspection revealed that the seal was properly inserted to the mask base. A lot check could not be carried out as the lot number was not provided. Conclusion: the rt041s full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. The rt041s mask is subjected to post production tests to ensure the seal on the mask can withstand a removal force greater than 100n. If any fail the whole batch is placed on hold for investigation. We are unable to determine the root cause of the observed separation. Visual inspection of the returned device showed that the mask was assembled and glued properly. This suggests that the separation occurred post production.